Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What was the origin of trauma? Please specify. On what tissue was the suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased)? Product code and lot number? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during after the suture placement or during any treatment/re-operation? Please specify. Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Were symptoms resolved?

Event description:
It was reported that the patient underwent a surgical treatment for finger trauma on (B)(6) 2021 and the suture was used to close 1.5 cm wound. Two days later, the patient experienced pain at the wound. The gauze buckle was removed, and it was found that the wound had partial erythema and inflammation. The patient's wound was re-disinfected with iodophor disinfectant, and the gauze bandage was put on it. Cefradine capsules were prescribed orally, plus local cold compresses at home. Additional information requested.